Manufacturer narrative:
The reported issue with low air pressure has been confirmed during evaluation of the provided problem description. Our fse (field service engineer) was on-site to investigate the reported issue and found out that the compressor maintenance kit 10000 h required replacement. Since no parts could be investigated further, the root cause of the low pressure alarm has not been determined, but most likely there was a leakage in the compressor tubings.

Event description:
It was reported that the compressor alarmed for low air pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).